Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that the device had went off when it should not have and that it affected their ejection fraction. This ICD remains in service. No adverse patient effects were reported.